Event description:
It was reported that three bd¿ bulk, non-sterile needle had adhesive adhering to them. The following information was provided by the initial reporter: during the incoming goods inspection the customer found that three samples had adhesive adhering to them.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary it was reported product was received with adhesive on it. To aid in the investigation, three samples with the plastic shields, but no packaging blisters, and three photos were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and the three samples have an epoxy drip over on the needle hub. No other defects or imperfections were observed. The three photos provided show the samples received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. A device history record review was completed for provided material number 302047, lot number 9322387. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.